Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (lot: unknown); product type:; implant date n/a; explant date n/a. Product ID unk-nv-onyx (lot: unknown); product type:; implant date n/a; explant date n/a. Product ID unk-nv-onyx (unknown); product type:; implant date n/a; explant date n/a. G2: citation: authors: johnson cs, chiu a, cheung a, wenderoth j.. Embolization of cranial dural arteriovenous fistulas in the liquid embolic era: a sydney experience. Journal of clinical neuroscience 49:62-70. 2018. Doi:10.1016/j.jocn.2017.12.007. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of death, stroke, and both temporary and permanent cranial nerve deficits in association with onyx embolization. The time frame of this study was from march 2005 to 2016. The purpose of this article was to review the experience of embolization of cranial dural arteriovenous fistulas (davfs) in the liquid embolic era, specifically focusing on the outcomes and complications associated with this treatment modality. The study aimed to provide insights into the effectiveness and safety of using liquid embolic agents, such as onyx, for the treatment of cranial davfs. The authors reviewed 96 cases of patients treated for dural arteriovenous fistulas using onyx. Of the 96 patients, the average age was 61 years, 41 were female and 55 were male. The article does adjunctive balloon angioplasty occurred during use of the onyx. In addition, 87 patients had mrs score of 0 (no symptoms), 6 patients with mrs 1 (no significant disability despite symptoms, able to carry out all usual activities and duties), 1 patient with mrs 2 (slight disability, but without limitation in usual activities). The following intra- or post-procedural outcomes were noted: death (one procedural related due to mca occlusion and vessel rupture during treatment and another due to intercurrent malignancy) stroke (1) cranial nerve deficits temporary cranial nerve deficits: 2 cases. Permanent cranial nerve deficits: 4 cases (including abducens nerve palsies, facial paraesthesia, and a single retinal artery branch occlusion). Residual dural arteriovenous fistula requiring additional surgery and/or intervention recurrence of the dural arteriovenous fistula in 2.